Event description:
It was reported while using bd needle hypodermic safety 25gx1' the needle was clogged and difficult to push. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer difficult to push medication through the needles.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 11-apr-2022. Investigation summary: it was reported that it is difficult or impossible to push medication though the needles. To aid in the investigation, three hundred nighty-seven samples in sealed blister packaging were received for evaluation by our quality team. Two hundred samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of two hundred samples one sample did not expel the solution, this needle is clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. A device history record review showed no rejected inspections or quality issues during the production of the provided batch 1244738 that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1341422. Medical device expiration date: 2026-11-30 . Device manufacture date: 2021-12-07. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd needle hypodermic safety 25gx1' the needle was clogged and difficult to push. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer difficult to push medication through the needles.